Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated and suprarenal device. Recently, the patient presented emergently with an aneurysm rupture. The physician noted that the device moved from the aortic neck and there was an endoleak type ia and iiib present. On (B)(6) 2018, the physician elected to place a suprarenal device and the patient was reported as doing well post secondary procedure.

Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported rupture; endoleak 3b of the cuff; and the patients' stable post-operative condition. Clinical evaluation was unable to confirm the reported endoleak ia. Additionally, clinical evaluation found that at implant there was persistent proximal endoleak (unknown). Also, 77 months post implant: stent migration of the cuff (2.1cm); acute intraoperative right leg ischemia for which an angioplasty was performed and a surgical drain placed for both a seroma and hematoma of the right groin. The most likely cause of the stent migration was the off label neck angulation and the inability to totally exclude the endoleak at implant (persistent unknown endoleak). These conditions were the likely cause of the proximal loss of seal. The most likely cause of the compromised stent graft integrity of the cuff (breached) was the use of strata material in combination with the loss of overlap due to severe aortic remodeling. Procedure related harms included an acute intraoperative right leg ischemia, and a surgical drain for a seroma and hematoma. The patient was discharged on the fifth post-operative day in stable condition. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety